Event description:
Clinic notes were received that state that only complication from the patient¿s most recent generator replacement surgery was that the patient started to worry about the surgical incision site and they required a course of antibiotics. A review of device history records showed that the implanted generator was sterilized prior to distribution. All other quality tests also passed prior to distribution. No other relevant information has been received to date.

Event description:
Additional information was received indicating that the infection took all summer to heal, but the infection is now healed. Clinic notes were received which stated that the vns needed to be replaced, but was held up due to concern about cellulitis around the device. The replacement is captured in mfg. Report #: 1644487-2018-00605. The clinic notes also stated that the healing is intact at the surgical incision site at the patient¿s upper left chest site. No other relevant information has been received to date.